Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. (B)(6).

Event description:
It was reported that a newly implanted patient developed renal dysfunction on (B)(6) 2022. The patient was placed on dialysis for one week.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established through this evaluation. Additional information was requested from the account but was not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.